Manufacturer narrative:
The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged statlock latch was confirmed. The product returned for evaluation was one PICC plus statlock device with a foam pad and adjustable posts. The investigation findings are consistent with damage caused by pushing the securement tab at an angle while attempting to close the device. This issue can be avoided by centering the thumb about the middle of the tab and pressing directly downward. The returned product sample was evaluated, and a securement tab was observed to be damaged. The following observations were made which were consistent with this failure type: ¿ an attempt to test the functionality of the lock was unsuccessful and the latch(s) was observed to be misaligned with the catch base ¿ the hinge crease was observed to be off-axis ¿ the tab latch was observed to be bent and had plastic deformation which was seen at the point of contact with the catch ¿ the tab catch exhibited plastic deformation at the point of contact with the latch. The nature of the damage observed on the latch, and their points of contact on the catch base as well as the characteristics of the hinge damage, are evidence that the damage was caused by misalignment of the doors when closing the device. Pushing the tab at an angle can cause the latch to miss the catch base and can permanently bend the latch. An examination of the sample revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported by healthcare professional "when changing the PICC dressing, I notice a broken stat lock connection on one side (not fits)." Additional information received 11/28/2022: the customer clarified the broken connection was on the statlock being removed from the patient. The doors had closed successfully but came open later.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of jugp1506 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "when changing the PICC dressing, I notice a broken stat lock connection on one side (not fits)." Additional information received 11/28/2022: the customer clarified the broken connection was on the statlock being removed from the patient. The doors had closed successfully but came open later.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the inability to close and lock a statlock device is inconclusive due to the state of the returned sample. One photograph of a PICC plus statlock device with a foam pad and adjustable posts was returned for evaluation. An initial visual observation of the photograph showed both doors of the device were closed, but it could not be seen in the returned photograph if either door was locked. The latches of the doors of the device could not be seen and no damage could be seen on the device in the returned photograph. While no damage or defect could be seen on the device in the returned photograph and the functionally of the device could not be tested, possible causes of difficulty closing and locking a statlock device include damaged latches, closing the door(s) at an angle, and a damaged retainer.

Event description:
It was reported by healthcare professional "when changing the PICC dressing, I notice a broken stat lock connection on one side (not fits)." Additional information received 11/28/2022: the customer clarified the broken connection was on the statlock being removed from the patient. The doors had closed successfully but came open later.